Manufacturer narrative:
Section d10: concomitant products: - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). - femoral component cr, porous size 2.5, l (cat# 02-010-04-0225 / serial# (B)(6)). - fit tibial tray cemented size 2.5f/2.5t (cat# 02-012-45-2525 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.5 years post initial left tka, the 73 y/o female patient was revised due to loosening, osteolysis and poly wear. The patient was not revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were disposed at hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision cannot be confirmed but may be the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported cannot be confirmed but may be the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities.